Event description:
The hcp reported via postmarket registry that the patient presented with a cerebral spinal fluid leak, pain, a seroma and a headache. The hcp further reported a "mobile pump secondary to seroma with the catheter pulled into the pump pocket due to torsion" on the catheter from a pump flip. The catheter dislodgement was observed via x-ray; the drugs contained in the pump were fentanyl (25 ug/ml) and bupivacaine (10 mg/ml). The catheter was "explanted and replaced" and the pump was "fixed" and placed back in the pocket. The patient recovered without sequela. Please refer to manufacturer's report #6000030-2007-01198 for the catheter.